Event description:
It was reported that during peripheral intravascular ultrasound (ivus), guidewire perforated on the catheter. During the procedure, an unknown guidewire came out four (4) inches from the distal end of the atlantis pv. The physician took out the whole imaging catheter including the guidewire outside the patient's body. Eventually, the physician removed the wire out from the catheter. It was confirmed that the catheter was removed intact from the patient. The procedure was completed with another of the same device. No complications were reported and patient's status was fine.

Event description:
It was reported that during peripheral intravascular ultrasound (ivus), guidewire perforated on the catheter. During the procedure, an unknown guidewire came out four (4) inches from the distal end of the atlantis pv. The physician took out the whole imaging catheter including the guidewire outside the patient's body. Eventually, the physician removed the wire out from the catheter. It was confirmed that the catheter was removed intact from the patient. The procedure was completed with another of the same device. No complications were reported and patient's status was fine.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that a hole was observed in the sheath at the distal tip end of the catheter. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).